Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device pending return.

Event description:
It was reported that two months post a port placement, it was allegedly no longer possible to reverse the bleeding. It was further reported that when the needle was removed, raw food allegedly poured out of the body. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one x-port isp implantable groshong catheter was returned for evaluation. Visual and functional evaluations were performed on the returned device. The port body was patent to both infusion and aspiration. No leaks were observed throughout tests. Therefore the investigation is unconfirmed for the reported fluid leak issue as no evidence of fluid leak was noted during evaluation. The investigation is inconclusive for the reported suction issue as there were no aspiration difficulty was identified during evaluation and the sample evaluation results indicating no difficulty under laboratory conditions are not by themselves sufficient to confirm that this event did not occur under clinical conditions. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: b5, h6 (method, result, conclusion). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that two months post a port placement, the aspiration allegedly could not be performed. It was further reported that when the needle was removed, raw food allegedly poured out of the body. There was no reported patient injury.